Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sensor code was not accepted. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The probable cause could not be determined. In addition, signal loss over one hour was found in connection to the reported allegation. The reported event of the sensor code was not accepted is reportable based on the finding of signal loss over one hour. No injury or medical intervention was reported.